Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. (B) (4) - medication administered. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a 80cm two port through the peg jejunal feeding tube (j-tube)was used during a percutaneous gastrostomy/jejunal tube placement procedure performed on (B) (6) 2009. The tube was being used for the purpose of administering medication for advance stage parkinson's disease. According to the complainant, post procedure, on (B) (6) 2009 the j-tube was impossible to rinse for several hours. The patient took tablets instead of duodopa during this time. During the evening the j-tube was possible to rinse thus allowing the patient to administer the duodopa again. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.